Event description:
During a phacoemulsification procedure and after making the incision in the eye, the handpiece would not calibrate. The incision was closed and the pt was rescheduled for the surgery. The pt did not suffer any additional injury.